Manufacturer narrative:
Two (2) samples were received and the evaluation was completed. A visual inspection with the naked eye noted a silicone tubing or bushing separated from the catheter adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adapter of two (2) peritoneal dialysis (pd) transfer sets separated from the tubing. The event was further described as, ¿the plastic piece underneath the light blue pull ring was not flushed with the tubing and it popped out". The nurse discovered this issue while testing the two transfer set prior to patient use. There was no patient involvement. No additional information is available.